Event description:
Pt implanted with nail, helical blade and 2 locking screws in 2009, for a hip fracture fixation. Cement was added to helical blade during original procedure. Pt complained of hip pain on an unknown date. X-rays showed collapsed hip and bent nail. Surgeon was unable to determine, if nail was broken with initial x-ray. Pt was revised on (B)(6) 2012. Surgeon's intent of revision was to remove hardware and revise to another device. During revision it was noted the bone was infected and the nail was broken. Nail, helical blade and 2 locking screws were removed. Due to infection, surgeon revised pt to spacers and completed procedure. Pt history - aml and mastectomy due to breast cancer. This complaint is on the 1st ti 5.0mm locking screw. This is report one of two for this event.

Manufacturer narrative:
This device was used for treatment not diagnosis. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Visual inspection of the screw revealed severe damage to the threads with flattened and deep markings. The top of the screw head had indications of marks and scratches. In addition slight scratches were noted the trocar tip. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was mfg to specifications. Implant date is reported as unk day in 2009.